Event description:
It was reported that the patient experienced Infusion Flow Block Alarm event on (b)(6)2026. The patient experienced high Blood Glucose levels which was treated with pump.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a serious injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.